Event description:
It was reported that while connected to pt, the ventilator settings started drifting down low. There was no impact to pt. (B)(4).

Manufacturer narrative:
The device was evaluated by field service and the reported problem was not reproduced, therefore, the device will not be returned for eval. The device logs are being reviewed and a supplemental report will be sent upon completion of the review. (B)(4).